Manufacturer narrative:
A date that the device was explanted was entered in error, there was no device explanted. Additional data: the date of manufacturer was documented as unknown on the initial report. It has been updated as apr 14, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during a cortical mastoidectomy surgical procedure, it was discovered that two burr devices seemed to jump while drilling. The reporter stated that it was very dangerous next to delicate neuro tissue and blood vessels. The devices were used together with the attachment device and motor device. According to the reporter, the issue was worse at the start of the procedure; however, it got better as the bone got softer. The reporter indicated that there were no issues while attaching the burr devices to the attachment device or the attachment device to the handpiece device. It was further reported that the burr devices and attachment device were properly connected. There was a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.